Event description:
A hospital reported to our distributor that the white connector of the catheter mount of the breathing circuit was loosely connected. This was found prior to use. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is also sold in the USA. Seven white connectors, with lot number 070412, were reported to have loose connections. Only one was returned for investigation. The evaluation was done using the returned device and the photograph provided by the distributor. Results: the dimensions of the connector were checked against the drawing and found to be defective due to moulding error. Conclusions: a moulding error slightly reduced the size of the connector, preventing adequate bonding to the tube.